Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was evaluated on the date of this report due to an alarm and drug withdrawal symptoms. The patient experienced nausea, vomiting, sweating, diaphoresis, and increased pain with less than 50% therapy relief. A critical alarm was verified via telemetry and the logs noted a motor stall had occurred on (B)(6) 2013 at 13:40 and had not recovered. The pump was updated and the motor stall was still noted. Electromagnetic interference or magnetic interaction was denied. The patient required hospitalization and a revision was performed. The patient was reported to be alive with injury. It was later reported that the device was explanted and replaced as the battery was depleted and the patient was receiving effective therapy. This device system delivered dilaudid and clonidine.

Manufacturer narrative:
Final analysis of the pump revealed motor gear train anomaly, stall due to shaft bearing and corrosion and/or wear and/or lubrication.

Manufacturer narrative:
Product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709, lot # l57856, implanted: (B)(6) 1999, product type catheter. F(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.